Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown biomet implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The reported product was located on tooth # 14 and used for approximately 5 months. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the patient was having some bone loss around #14. The doctor tested the implant and made the decision to remove the encode abutment only and leave the implant in place to see if bone will integrate with the implant. Patient will return for stage two if implant is stable. The reported complaint could not be verified with the information provided. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth: unknown. Weight: unknown. Item and lot number: unknown. Last name and email address: unknown. PMA/510(k) number: unknown.

Event description:
It was reported that the patient has bone loss. The implant remains implanted.